Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4).

Event description:
A clinical svs mgr reported that a pt that did not dilate well had constriction of the pupil during surgery and uncontrolled pt movement that caused a small iris hemorrhage. The cataract removal was completed without further incident.